Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# v644605, implanted: 2011 (B)(6); product type lead. (B)(4).

Event description:
It was reported the patient had a urinary tract infection. It was noted, the patient also experienced painful urination, vomiting, diarrhea, and bladder spasms. It was reported, the patient was prescribed macrobid and told to increase their fluid intake. It was noted, the patient¿s symptoms resolved without sequelae on 2012 (B)(6).